Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Myelopathy [myelopathy]. Neuropathy [neuropathy peripheral]. Hypocupremia [copper deficiency]. Hyperzincemia [hyperzincaemia]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their client, a male age (B)(6), used fixodent denture adhesive, version unk cream and super poligrip denture adhesive cream as his denture adhesives of choice and reported the following: profound and permanent neurological injuries, myelopathy, neuropathy, hypocupremia, hyperzincemia, severe and permanent physical injuries which have left him unable to perform his normal, customary and daily activities. He has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer for approximately 20 years. No further info was provided.